Manufacturer narrative:
The customer reported that a spo2 reading will be taken when the unit is not attached to the pt. The available info is not sufficient to determine if there was any malfunction or health risk. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that a spo2 reading will be taken when the unit is not attached to the pt.